Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). Corrected fields: h6 (health effect ¿ clinical code, medical device ¿ problem code - removed(infusion or flow problem/pumping problem / pumping stopped/1503). It was reported that the cardiosave intra-aortic balloon pump (iabp) had automatically goes to standby and also had ECG issues. There was no interruption or delay in lifesaving medical procedure as a result of the problem/malfunction. There was no harm or injury reported. A getinge field service engineer (fse) evaluated the unit and was not able to duplicate the reported failure. Fse states that standby mode may be caused by catheter restriction, it is not a malfunction. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit goes into auto standby also EKG issues. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.